Event description:
It was reported in the patient¿s medical records that the patient presented to surgery with degenerative spondylolisthesis with spinal stenosis at l4-l5. The patient underwent a procedure for posterolateral fusion l4-l5; tlif with peek cage l4-5 through a right sided approach; posterior fixation l4-5, bone graft, rhbmp-2/acs, and bone graft substitute. It is alleged that the patient¿s post-operative periods were marked by severe, painful, and debilitating complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant, ectopic bone formation.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2008 the patient underwent the following procedures: posterolateral fusion l4-l5; posterior spinal instrumentation l4-l5 using titanium 5.5 mm rods; transforaminal interbody fusion l4-l5 through a right-sided approach; lnterbody instrumentation using cage; bone marrow aspiration from the right iliac crest; autologous local bone grafting augmented with rhbmp-2/acs and bone graft substitute. Preoperative diagnosis: degenerative spondylolisthesis with spinal stenosis l4-l5. As per op-notes: the bone graft that was harvested from the decompression was morcellized and implanted with rhbmp-2/acs into the di sc space initially at the left far lateral aspect of the interspace. The cage was packed with rhbmp-2/acs and morcellized autogenous bone. This was then inserted in the usual manner in ideal position within the disc space of l4-l5. Then we added more bone graft to the right lateral aspect of the cage. It was made sure that there were no bony fragments and rhbmp-2/acs sponge within the canal.